Manufacturer narrative:
A supplemental MDR is being submitted for the results from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated, and revealed the following: esheath liner appears fully delaminated. C-marker band detached from esheath after procedure (recovered at the back table). Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath using the s3 valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, sheath shaft kinks can be a result of any excessive device manipulation applied to overcome the resistance. In this case, the complaint for difficulty advancing through sheath was confirmed based on evaluation of the provided imagery. Although follow-up from the field stated the patient's access vessels had no calcification, 'mild' tortuosity, and a minimum luminal diameter sufficient for use of the 16f esheath (>=6mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined.' Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as reported information indicated that the perceived root cause of the event was the incorrect deflation of the balloon. Withdrawal of a delivery system with an altered balloon profile can lead to the system to catch onto the sheath liner. In addition, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing.

Event description:
As reported by our mexican affiliates, during implant of a 29mm sapien 3 valve in aortic position by transfemoral approach, there was difficulty advancing the commander with the valve through the esheath. Despite the resistance, the valve did exit the sheath and was successfully implanted. After removing the commander and the esheath, the esheath was inspected and the expandable part was folded inside about 10cm. The patient did not suffer any consequence or damage.